Event description:
Complainant alleged that while treating a patient (age & gender unknown) the device reportedly did not deliver energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.